Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of an elecsys cortisol ii result for 1 patient sample on cobas 6000 e 601 module with serial number (B)(4). The initial cortisol result was 75.1 nmol/l with a data flag and was released outside of the laboratory. The initial result did not match the patient's clinical picture so a second sample was collected. On (B)(6) 2018 the initial cortisol result for the second sample was 315.5 nmol/l. The same sample was retested on (B)(6) 2018 with a cortisol result of 316.6 nmol/l. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
Calibration data is acceptable. Qc recovery was acceptable the date of the event. The alarm trace shows messages related to sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.